Event description:
After I had the essure procedure done after a year, I've been experiencing this strong pain in my pelvis. I feel so uncomfortable and depressed. I need help please. I live in (B)(6).